Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the endoscope reprocessor exhibited broken connector tube pins. However, this was incorrectly reported as the customer alleged that the leak test connectors were broken. There are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this issue of the broken leak test connectors is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, the endoscope reprocessor exhibited broken connector tube pins. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.